Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
It was reported that the ventilator was getting an error code indicating a 24 volt failure during testing. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced blower motor controller board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.